Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation summary: representative samples of product code: vcp310, lot # le8529 were returned for analysis. The issue sample was not returned for analysis. The representative samples were examined for visual defects of appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). All packets were opened and during the visual inspection the sutures were correctly placed on the winding formers, the sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed, the suture did not present any defects. A functional test was performed and the tensile strength force was above the minimum requirement. Per the sample condition the assignable cause cannot be determined since no defects were observed on the packets or the sutures, the tested sample meet the fg requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the vicryl plus suture used on during dental procedure? What was the tissue condition, (i.e., normal or thin, calcified, fragile, diseased)? What post op date did the patient present with symptoms? Can you explain what is meant by ¿wound breakdown¿? What was the date of the second procedure? What was the appearance of the suture during the follow-up procedure? Was the suture found intact and tissue pulled away from suture? What are patients age, gender, weight, prior medical conditions? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent orthodontic procedure in (B)(6) 2018 and suture was used. The patient experienced wound breakdown in the mucosal layer one week post procedure with minor bleeding. An additional procedure was performed on unknown date to re- suture the wound. Additional information has been requested.